Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however frayed pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci colon resection procedure, the wire was broken on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.